Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and the following day, the patent was noted hypotensive on p-7 support level. Additionally, there was suspected hemolysis with blood in the urine. An echocardiogram was performed with impella cp measuring 3.7 cm to aortic valve annulus; the physician satisfied with its position. However, it was noted, as well, the patient was bleeding from the access site. C-shock team was called with plans to escalate to the impella 5.5, which was successfully completed, and ventricular assist device work up.

Manufacturer narrative:
The pump was returned for analysis. Returned product was investigated and there were no abnormalities or damages noted. The complaint could not be reproduced. The cause of the hemolysis was determined to be patient condition related. The cause of the bleed could not be determined. The cause of the hypotension cannot be determined as insufficient clinical details were provided. The pump passed all post-sterile inspection checks.